Event description:
It was reported that a grade d dissection occurred. At the time of the procedure, the patient received heparin or other antithrombotic medication and a loading dose of 325 mg of aspirin and 300 mg of clopidogrel. The 3.0 mm x 40 mm bifurcated target lesion in the main branch extended from the proximal left anterior descending (prox lad) vessel to the mid-left anterior descending (mid lad) vessel. The main branch was pretreated with 15 devices with the largest balloon diameter of 3.0 mm x 30 mm non-complaint balloon resulting in 15% residual stenosis and timi flow 3. The main branch was then successfully treated with the 3.0 mm x 38 mm synergy xd stent achieving 0% residual stenosis and timi flow 3. The target lesion in the main branch from the prox lad to mid lad demonstrated thrombosis and stent occlusion. An additional device, balloon angioplasty catheter (ptca dilatation catheter), was used after the treatment with the study device in the main branch due to post-dilation. The 2.5 mm x 15 mm bifurcated target lesion in the side branch located at the 1st diagonal vessel was pretreated with six devices using the largest balloon diameter of 3.5 mm x 20 mm length of scoring balloon, semi-compliant balloon angioplasty catheter and non-compliant balloon angioplasty catheter resulting in 20% residual stenosis and timi flow of 3. Post pre-dilation, a dissection of grade c was revealed. The side branch was then successfully treated with the 3.0 mm x 20 mm agent dcb balloon achieving 10% residual stenosis and timi flow of 3. On the same day of the procedure, an occlusion and grade d dissection (dissection length: 3.62 mm dissection stenosis: 45.18%) was noted in the side branch located at the 1st diagonal vessel. The event resulted in an in-patient/prolonged hospitalization. The patient discharged with the continuation of ticagrelor.

Manufacturer narrative:
D4 unique identifier (UDI) number: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) number and other specific product information.